Event description:
Pt was revised to address instability. Update: (B)(6) 2011 - litigation papers allege after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into pt's blood and tissue and bone surrounding the implant. It is also alleged, as a result, pt has been experiencing severe pain and discomfort and inflammation in his both thigh and going. It is further alleged he also experiences a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. See scanned page.

Manufacturer narrative:
******Update: litigation papers allege after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patients blood and tissue and bone surrounding the implant. It is also alleged, as a result, patient has been experiencing severe pain and discomfort and inflammation in his both thigh and groin. It is further alleged he also experiences a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. The devices were received and evaluated by a depuy material scientist. Per that evaluation: no evidence of metallurgical or manufacturing defects was observed for these components. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The product evaluation has not identified a need for corrective action. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Additional information to original event description: pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated dislocations.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address instability. Update - 07/19/2011 - litigation papers allege after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant. It is also alleged, as a result, patient has been experiencing severe pain and discomfort and inflammation in his both thigh and groin. It is further alleged he also experiences a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Update 12/31/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated dislocations. The stem is being added for the alleged high metal ions (no lab results provided). There is no new additional information that would affect the existing MDR decision. The complaint was updated on:1/28/2015. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges dislocation. Added lawyer, facility name and revision hospital. Doi: (B)(6) 2009 - dor: feb 24, 2010 (left side).